Manufacturer narrative:
The supplemental MDR filed on (B)(4) 2012 was reporting the data from the product analysis. The product analysis was completed on (B)(4) 2012. The due date for the submission of the supplemental MDR is (B)(4) 2012. The MDR was filed on (B)(4) 2012. This was not a late reported MDR as the previous MDR indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure the surgeon was attempting to remove a thin shelf of bone in the ethmoid adjacent to the orbit. The tip came off and fell into the ethmoid. The tip was easily retrieved out of the ethmoid with no delay in surgery. Patient age, weight and gender were not available. There was no reported patient impact.

Manufacturer narrative:
The manufacture date previously reported was incorrect. The correct manufacture date is november 2010. There is no expiration date for this manual instrument.

Manufacturer narrative:
(B)(4). The head had broken off the instrument. Discussion with mf plant manager ((B)(6)) reveals previous complaints were received by mf in the past for this same issue. The end user is using the instrument off label by attempting to do something other than cut soft tissue material. This damage implies the unit was used incorrectly as an opening force and not as designed by being used as a retraction force. Mf has concluded that the most likely root cause of these failures are end user error. This product is used for therapeutic purposes. It is the responsibility of the surgical team to select the appropriate instrument for each case check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.

Manufacturer narrative:
No testing methods performed. Results pending completion of evaluation. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". The report is inconclusive as to the cause of the reported product problem. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. These unique instruments have been designed to remove tissue and evacuate blood from the surgical site to provide optimal visibility in the most challenging areas of the sinuses, such as the sphenoid sinus and frontal recess. These instruments work particularly well in trans-sphenoidal procedures. It is the responsibility of the surgical team to select the appropriate instrument for each case check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage before and after each use. If damage is observed, do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.